Event description:
It was reported that 9 months postop the physician had a pt returned with complications from the suture. A long length of suture extruded and was removed during an office visit. The pt has also developed an incisional hernia as a result of the infection. The hernia is not incarcerated and is not problematic. Due to the pt's age and the fact that the hernia is non-problematic, surgery is not indicated at this time.